Manufacturer narrative:
Investigation summary: the vad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
10.1161/circulationaha.117.027360. Left ventricular assist device malfunctions: it's more than just the pump. Running title: kormos et al.; ventricular assist device malfunctions. Robert l. Kormos, md1; michael mccall,meng2; andrew althouse, phd1; luigi lagazzi, md1; richard schaub, phd2; michael a. Kormos, bsbme3; jared a. Zaldonis, bsce4; christopher sciortino, md, phd1; kathleen lockard, rn2; nicole kuntz, rn2; elizabeth dunn, rn2; jeffrey j. Teuteberg, md1. This complaint is related to MFR#: 3007042319-2017-03386. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which described left ventricular assist device (lvad) malfunctions.  Prospectively collected data were reviewed for all lvad device malfunctions occurring at a single center. The article indicated 90% of patients were free of pump thrombosis three years post implant. No further patient complications have been reported as a result of this event.